Manufacturer narrative:
(B)(4). Reported event was confirmed by visual inspection of the returned product. The investigation results show that the instrument was used repeatedly over a long time period. The threads are chipped around the edge. The edge of the threaded end is chipped. The brittle fracture most likely occurred due to the impact force. The impact could have been caused by improper fixation to the shell or drop of the instrument. However, the exact cause cannot be established. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the thread of the exceed abt impactor was broken.

Manufacturer narrative:
Report source, foreign - event occurred in (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the thread of the exceed abt impactor was broken.